Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call, the insulin pump wasn't working properly last night but it seemed to be working properly today. Customer stated when she was attempting to enter the carbohydrates the number kept scrolling. Then the screen froze, she noticed the battery was low so changed it. The device then started to vibrate and alarm, she removed the battery again then it alarmed battery out limit. Customer left the battery out through the night and in the morning the device prompt to set the time and date, then it worked fine. Customer didn't know her blood glucose when the keypad issues occurred but most recent was around 180 - 190 mg/dl. She was at camp and the device might have exposed to her sweat and there was a mystery but her clothes never got soaking wet. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump received with normal operating currents no unexpected battery out limit alarm during testing noted. The insulin pump received with intermittent button response due to corroded keypad traces. No numbers scrolling during testing noted. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and cracked belt clip slot.